Event description:
It was reported that customer had experienced high blood glucose level. Customer's blood glucose was 25.9 mmol/l. The current blood glucose level was 21 mmol/l. Customer was using insulin pump within a 48 hours of events. Customer treated high blood glucose level with insulin pump. Insulin pump was on auto mode. Customer did all possible troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.